Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm. Device received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported he experienced low blood glucose of 46 mg/dl; he drank some juice to treat. Customer also reported that the insulin pump alarmed button error. Nothing further reported.